Event description:
The consumer stated the top half of her tampons were not connected. She indicated the tampons' appearance looked different than normal. She used a tampon and upon removal only half of the tampon came out. She was able to remove all remaining pieces. When she checked the remaining tampons within the package, they all appeared to have the same issue.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.